Event description:
It was reported that during explant of an impella cp, the pump was pulled back into descending aorta. Vascular surgery closed the site and a left lower extremity fasciotomy was performed. Later, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the pump. Another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Manufacturer narrative:
B.3 revised as incorrect date was reported on the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the investigation has been completed. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device history review as completed and the passed all the post sterile inspection checks.